Event description:
Olympus reviewed the following literature titled "outcome of digital cholangioscopy and laser lithotripsy for impacted biliary stones." The aim of this retrospective study is to report the efficacy and safety of intracorporeal laser lithotripsy for impacted stones in the bile duct in the 43 patients. There were 20 (46.51%) patients had single stone, 35(81.39%) patients had only bile duct stones, and 8 (18.61%) patients had additional stones in cystic duct or intrahepatic biliary radical. This study concluded that intracorporeal laser lithotripsy is an effective and safe modality for the clearance of impacted bile duct stones. Type of adverse events/number of patients: cholangitis: 1 patient. This literature article requires 3 reports. The related patient identifiers are as follows: (B)(6) (tjf-q180v), (B)(6) (bml-v242qr-30), (B)(6) (fg-v425pr). This medwatch report is for patient identifier (B)(6). There is no report of any olympus device malfunction in any procedure described in this study.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the attached literature article for additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental report includes information added to e4. Olympus will continue to monitor field performance for this device.